Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07266, 2210968-2023-07267, 2210968-2023-07268, 2210968-2023-07269, 2210968-2023-07270, 2210968-2023-07271¸2210968-2023-07273, 2210968-2023-07274, & 2210968-2023-07275.

Event description:
It was reported that a patient underwent a excision of brain tumors surgery on (B)(6) 2023 and suture was used. During the procedure, the problem of pulling off suture needle happened in the excision of brain tumors surgery. Changed another nine to continue the surgery, the same problem happened. Changed another one to complete the surgery. The needle did not fell into the patient. There were no patient consequences reported. Additional information was requested.